Event description:
Caller alleged discrepant results compared with the lab. Pt started using meter one week ago. Meter and lab results from (B)(6) 2010 were 30 mins apart.

Manufacturer narrative:
Investigation pending.